Manufacturer narrative:
Date of event: approximated (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 24, 2020 that a flexiva 200 laser fiber was used in a lithotripsy with holmium laser procedure for a kidney stone performed on an unknown date. Reportedly, the laser unit used was a p100 laser console. According to the complainant, during the procedure, the fiber tip broke off inside the patient. Reportedly, the fiber tip was retrieved successfully with a basket. The procedure was completed successfully. There were no patient complications reported as a result of this event.